Manufacturer narrative:
There is no indication the access total bhcg device was returned for evaluation. The field service engineer (fse) reviewed calibration reports and verified event log for any recurring errors - no errors were noted. The fse performed high sensitivity system check and carryover test - all test results passed. The fse inspected the reagent probes - no visible signs of fluid bead forming on any pipettor. There was no evidence of buffer salts from the wash pumps. The fse completed all system verifications. No system issues were noted. The instrument conformed to the manufacturer's published performance specifications. A definitive cause of the event could not be determined with the available information.

Event description:
The customer reported inconsistent bhcg quality control (qc) recovery involving the access total bhcg assay used in conjunction with the unicel dxi 800 access immunoassay system. The customer stated, at times, it would require four attempts to get quality control within range. The customer discontinued use of the questioned bhcg assay. No patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.